Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the next day, the patient was hospitalized for the event and discharged after four days. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).